Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received a malfunction code. Blood glucose was in the 500 mg/dl range. The customer did not have a backup therapy at the time of the report and declined tandem technical support's offer to follow up to confirm if the customer obtained a backup therapy.